Manufacturer narrative:
(B)(4). The product analysis determined that the motor was running hot, the collet was mechanically noisy, the collar release was worn out, and the internal parts were corroded. The 1-minute pre-repair temperatures were rear: 100°f, middle 130°f, nose: 150°.

Event description:
The device was returned for repair with no customer comments. Analysis found that the device was running hot. Efforts to obtain event information have been unsuccessful. No patient or user injury was reported.